Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. The safety clip was found to be in place and none of the different deployment methods had been used. The stent was found to be partially released and a 0.035"' guide wire was found protruding from the distal tip of the delivery system. This leads to the conclusion that the premature deployment occurred during advancement of the delivery system over the guide wire. During evaluation, a patency test with the returned guide wire could be performed successfully. Potential contributing factors to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. High friction between the guide wire lumen and the guide wire may have led to a stent dislocation during advancement of the delivery system finally resulting in the premature deployment of the stent. High friction can be caused by rough handling of the device, a difficult vessel anatomy, insufficient flushing or usage of inadequate accessories. Furthermore, a hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. In this case, the anatomy of the vessel was reported to be tortuous. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU indicates that a minimum 6 f introducer sheath and a 0.035" (0.89 mm) guide wire are required for the procedure. The IFU states that the device must be flushed with sterile saline. Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit." The reported application represents an off-label use of the device. The e-luminexx vascular stent is intended for use in the iliac and femoral arteries.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of a chronic obstruction of the left common iliac vein, resistance was felt and the vascular stent could not be deployed. Reportedly, the treated vessel was tortuous and moderately calcified. Another device of the same brand was used to complete the procedure successfully. No patient injury was reported.